Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee surgery and subsequently the patient was revised due to aseptic loosening of porous tibia. No additional information is available at this time.

Manufacturer narrative:
The reported event was considered confirmed through medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: only one image was returned and it was taken following the revision for loosening. The overall fit and alignment appear to be anatomic, bone quality appears to be mildly osteopenic, and there is no evidence of loosening or radiolucency along the tibial component. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.